Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic assemblies during the visual inspection. The insulin pump was received with a slightly loose drive support disk, a cracked case at the display window corners, cracked reservoir tube and tube lip, cracked belt clip slot, cracked display window, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported she was having issues with inputting her carbohydrates. The number would go all the way up to 300. Customer took out the battery, reinserted, and device alarmed button error. Customer's blood glucose was 114 mg/dl. Customer stated she wears the device in her bra and leaves the device on the counter in restroom while she showers. Customer was advised discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.